Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial# (B)(4), use by date: 2019-05-14, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three and a half weeks post implant of the leadless implantable pulse generator (ipg), the patient presented to the hospital with sepsis and breathlessness. A global effusion with tamponade due a perforation was found. The effusion required urgent drainage. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that subsequent scans showed no evidence of infection around the ipg and no evidence that the effusion was cardiac in origin.